Event description:
It was reported that the device did not work from the beginning. The account had a back up on hand to successfully complete the case. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. The device was received by the manufacturer for investigation. When the investigation is complete, a follow up report will be filed.